Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks due to wandering baseline. Review of the device data revealed that this device exhibited oversensing of atrial fibrillation (af). After the shock the rhythm was noted to have accelerated to a ventricular fibrillation (vf). Technical services (ts) recommended further evaluation to confirm system integrity. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. The inappropriate shock induced the patient into ventricular fibrillation (vf), which was detected by the device. The patient then lost consciousness and hit their face against the edge of a table. A second shock was appropriately delivered and successfully converted the vf. The patient reported to have experienced pain in their face and ribs from the fall. In-clinic patient testing was performed in an attempt to recreate the artifact that caused the inappropriate shock and nothing unusual was observed. Device data and post-implant x-rays were provided to bsc technical services (ts) for additional review. Ts confirmed the inappropriate shock was due to oversensing of non-physiologic artifacts and baseline shifting. Ts noted the electrode sensing configuration was set to the alternate vector at the time of the inappropriate shock episode and during two subsequent atrial fibrillation (af) episodes that were stored by the device. The first af episode was stored shortly after the shock that converted the vf was delivered, and the second af episode was stored the next day. Both af episodes showed appropriate sensing with variable r-wave intervals, consistent with irregular conduction of af. The device has now been reprogrammed to the primary sensing vector. Review of post-implant x-rays revealed no obvious electrode problem and proper lead insertion in the device header was noted. Ts recommended reprogramming the electrode to the secondary vector, if clinically appropriate. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.